Event description:
The surgeon implanted an aq2010v silicone three piece lens but the haptic tore while it was being inserted. The lens was removed in two pieces with no pt injury or complications. The nurse stated it was unknown as to why the haptic tore. An m8i-tm injector and an aq fp cartridge wore used but the nurse was unable to provide the lot numbers.